Manufacturer narrative:
Continuation of d10: product ID harmony-dcs; product lot/serial number 0011710204; product type: delivery catheter system; implant date na; explant date na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter pulmonary bioprosthetic valve, following extubation, the patient returned to the post procedure room with an oral airway and bag mask in place. The patient continued to require airway positioning and continuous positive airway pressure due to prolonged procedural sedation. Multiple doses of a sedative reversal medication were administered before transitioning to room air and tolerating feedings. Overnight following the valve implant, premature ventricular contractions were observed; however, the blood pressure was not affected. Subsequently, a beta blocker was administered. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that the ventricular ectopy was considered resolved approximately 2 months following onset.